Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the 18g IV catheter could not advance or retract the needle into the safety closure. There was patient involvement and minimal patient harm/adverse event reported.